Event description:
During index procedure, the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal lad. On the same day, the patient suffered an mi. The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).